Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Crm service notification text 07/11/2021 05:22:47 erp_rfc_use(B)(6) related svn (B)(4). Crm service notification text 07/11/2021 05:21:41 (B)(6) customer concern: cust is calling in to report that he cant get the pump to automode stated that its the active insulin updating that don't have the check mark on automode readiness screen (B)(4): auto mode - unable to enter auto basal select all items reported by customer: active insulin updating explain ¿active insulin updating¿/¿smartguard updating¿ occurs if the pump has recently been turned on for the 1st time, a pump error occurred, settings were cleared (e.g. Clear all settings, clear active insulin), or has been suspended for more than 4 hours. Advise to monitor pump as it may take up to 5 hours for this process to complete.